Event description:
Pt reported 1 of their cadd solis pumps continues to keep beeping whether batteries are in the pump or not and does not show any error message on screen. Pump serial number provided: (B)(6), expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: epoprostenol sdv g-veletri - 80ng/kg/min. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No. Did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension (pah).